Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported on 2017-01-27 that the patient fell last week and 5 times on sunday (B)(6) 2017. The consumer reported information on 2017-03-09 that the patient had informed a manufacturer representative about the following events 2 weeks ago (approximately on 2017-02-23). It was reported that the patient had gone to the hospital due to a series of falls. The patient had fallen 5 times on (B)(6) 2017. It was stated that the hospital stay was the ¿longest ever¿ because they had been relying information about their implantable neurostimulator (ins) from the hospital to their managing health care professional (hcp). When in the hospital, the patient did not have their patient programmer and was having a lot of trouble because they would sit there and the ¿charge would run itself up.¿ the patient first had an x-ray. The patient had a cat scan and the scan showed that everything was in its place and nothing moved but the patient was worried because the ¿battery should not have a crease in.¿ it was stated that the battery used to lie flat like a medallion but now it did not. It was reported that there was a crease in the skin above the battery. The patient was worried that the wires could have been stretched because there were having this trouble. Per the patient, the manufacturer representative told the patient that it may be that the patent had to have the ins replaced but they also stated that the patient programmer may need to be replaced. The manufacturer representative suggested that the patient programmer be tried first to see if something was wrong with it. During the call, the patient checked the ins using the patient programmer and the patient programmer appeared to be functioning properly. The patient was able to pull up settings. It was confirmed that they were able to charge the ins normally and had the ins charged up almost all of the way with the patient programmer showing that the ins was charged to 75%. It was stated that the implantable neurostimulator recharger (insr) worked fine and charged the ins. It was stated that what the patient thought was happening was that they would charge up the ins and the patient programmer showed that the ins was charged when the ins was not really charged up all of the way. The patient stated that if they were doing something they would have to go back and recharge it another ½ hour and the ins would be charged to full. The icons were reviewed with the patient. It was stated that it would ¿ramp up the numbers¿ or if the patient wanted ¿them to go down there was something in the battery or programmer¿ that was going on so that they knew something was wrong. The patient would be on a setting that they had for a long time and would be walking when suddenly it shot it up and the patient was in pain. Also it was stated that they would be walking and basically it would just turn off. The patient used a program to sleep and a program for when they were awake. The awake program was set to 210. It was stated that when the program for being awake went on they could barely walk. The patient used to manually adjust stimulation on their own but it was like stimulation was changing on its own when the patient had not changed it. During the call, the settings were checked and the patient did not have adaptive stimulation. The device started acting up at the beginning of (B)(6) 2017 (confirmed to be before (B)(6) 2017).